Event description:
It was reported by service report that the right side rail assist cable was broken causing the side rail to lower quickly. It was also found that the left side rail had excessive play from side to side. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: assist cable, post guide.